Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Examination of ventilator logs do not support any device malfunction. No technical error codes were generated, and the ventilator passed pre-use check prior use.the root cause of the reported event has not been determined.

Event description:
It was reported that the unit did not ventilate the patient. No wave forms were displayed on the screen. There was no patient harm. Manufacturer's ref #: (B)(4).